Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per the initial report, the home pt disconnected their transfer set from the pt line of the homechoice set without pausing therapy. The home pt reconnected themselves to the setup and rec'd the alarm. Baxter's technical svc ctr assisted the home pt's spouse in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.